Event description:
Information was received that the nail stopped during the lengthening protocol. No patient adverse event was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail is working. There was no issue found with the nail.

Manufacturer narrative:
The nail remains in-situ as it was confirmed to still be working.